Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was worn and partially missing. The broken tissue pad was not returned. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
We received the following report. *during a laparoscopic appendectomy, the subject device was used. The tissue pad of the subject device was separated. The pad fell when the user exteriorized the device outside the patient. The fragment was not retrieved. There were no fallen fragments inside the patient. The intended procedure was completed with another device. There was no patient injury reported. The following additional information was provided. *probe damage error occurred.